Manufacturer narrative:
Continued health effect - impact code: (B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "intracapsular rupture", "nodular image with displaced fatty thread".

Event description:
Healthcare provider reported right side "signs of intracapsular rupture" as well as "nodular image with displaced fatty thread." Treatment: nsaids, pain killers. Device has been explanted.